Event description:
Optiblast 9 mm by 4 cm by 75 cm balloon dilatation catheter burst during inflation while pt was undergoing fistulogram and angioplasty-a small piece of balloon remained in the sheath. Balloon was removed and remainder of pieces retrieved by physicians. Procedure completed with use of another balloon.